Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customers blood glucose (bg) level was impacted (352 mg/dl). The customer took a bolus to stabilize bg level. The customer installed a new cartridge and the issue was resolved.